Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" alarm or motor error alarm noted. However, the device had minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had been hospitalized due to high blood glucose of 366 mg/dl. They were feeling flush, had knee pain and red face. The customer was reporting an issue with the reservoir and stated that they were not connected to the insulin pump at the time of the phone call. Their blood glucose was 296 mg/dl, which was treated with manual injection. The customer stated that several weeks ago they had performed troubleshooting. They changed the infusion set insertion site, but the insulin pump had alarmed no delivery. The customer does not rotate the site and inserts the set manually. The customer did not have scar tissue. The insulin pump had also alarmed motor error. The customer does not use the sensor feature. They were able to complete the rewind sequence. The customer stated that there was a jamming; it was difficult to place the reservoir into the insulin pump. The discontinuation of the device was advised. Nothing further was reported.